Event description:
It was reported that the patient presented in-clinic after the device delivered inappropriate therapies due to atrial fibrillation via review of remote transmission. The device was reprogrammed and the patients medication was also changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.